Event description:
It was reported that the iodine sponge of a minicap had inadequate iodine. This was noted before use and the product was discarded. There was no patient injury or medical intervention reported. No additional information is available. This is event 20 of 40.

Manufacturer narrative:
(B)(4). Device manufacturing date 02/27/2015 ¿ 03/04/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.